Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to remove, appears to be a result of user technique/procedural circumstances as the clip got caught in chordae soon after it was advanced. The reported tissue damage appears to be a result of procedural conditions of difficulty removing the clip from the anatomy. The reported unchanged mitral regurgitation (mr) was a cascading effect of observed leaflet flail. A definitive cause for the reported myocardial infarction resulting in death could not be determined. It is possible that procedural circumstances in conjunction with patient pathology. It should be noted that the reported patient effects of mitral valve injury, worsening mr, myocardial infarction, and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director, and the reviewer concluded that in this case the treating physician confirmed that the death was unrelated to the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip was successfully implanted, reducing mr to 2. To further reduce mr, a second mitraclip (80611u131) was advanced; however, during grasping, it was suspected the clip got caught on the chordae, causing an anterior leaflet flail. Mr returned to 4. The second clip was not implanted because mr could not be reduced. The next day, on (B)(6) 2018, the patient was sent for mitral valve replacement. During the procedure, the aorta was scraped, plaque went into the coronaries, causing a massive myocardial infarction and the patient died. Per the physician, the patient death was not related to the mitraclip devices. No additional information was provided.